Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event(s), where it was reported the devices experienced a failure to alarm. There was no patient involvement.

Manufacturer narrative:
The devices that were pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report summarizes 0 malfunction events, instead of 4.